Event description:
Pt reported the infusion device displayed an e8 power interrupt error and all of the buttons are non-functional. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt error was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage.